Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A bezoar and gi ulcers are known complications of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient underwent gastroscopy for an unspecified emergency correctional procedure. During the gastroscopy, ulcers were found in the duodenal bulb and in the 2nd degree of the duodenum at the contact points of the intestinal tube. At the end of the intestinal tube, a bezoar was observed. On (B)(6) 2021, the intestinal tube was removed and replaced with a peg tube. The intestinal tube was not replaced. The ulcers will be treated with patient 100 mg for one month, and then the intestinal tube will be replaced. The patient was not hospitalized.